Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis. The patient's blood glucose (bg) values reached 458 mg/dl. The patient's skin was very pale, dehydrated, vomiting and was very faint. For treatment, the patient was put on intravenous (IV) for fluids and given zofran. The patient was given diagnostic tests and received levothyroxine at 112 mg at 1 per day for thyroid complications. The patient was discharged after 1 day and a half.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.